Event description:
A report was received that the pt's pocket site was flushed out and irrigated due to potential infection. The pt's symptoms included fever, pain and bloody discharge at the ipg site. The devices were left in place and the pt was reportedly doing well.

Manufacturer narrative:
A review of the mfg documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.